Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was advanced into the left atrium. A pigtail catheter was then advanced and both were manipulated to find the laa. The pigtail catheter was advanced and contrast was injected. Initial thought was that the pigtail catheter was in the left upper pulmonary vein or left inferior pulmonary vein. The was and pigtail catheter were pulled back to locate the laa. At that point, an effusion was detected on transesophageal echo (tee) and from contrast seen in the pericardial space. The patient remained stable and no treatment was initiated. The procedure continued and a 24mm watchman flx device was placed in the laa and released following two partial recaptures and release criteria being met. The effusion was then treated with a pericardiocentesis where 150cc of blood was drained from the pericardial space and returned into the patient's circulation. A drain was left in place until the next day. The patient remained in the hospital for two nights and was discharged.